Event description:
The customer contacted philips healthcare to report that the device needs to replace damaged parts. There was no specific malfunction reported for those damaged parts. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.